Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ready for use indicator was half red and half black despite passing the op check. There was no pt involvement.